Event description:
It was reported that 20 bd precisionglide¿ needles experienced clogged/blocked needles. Product defects were noted during use. The following information was provided by the initial reporter: I've bought needles for carbox procedure, batch 9332246. I've bought 2 boxes, both have come with only half of the quantity. The rest of them were without the needle, only the package. And most of the needles are clogged, do not let the gas gets out. A lot of needles clogged from this same batch. The gas used is for carboxitherapy, that does not come out from the needle.

Manufacturer narrative:
H.6. Investigation summary: short count. Batch history analysis (DHR), maintenance records and quality notifications were verified, and no deviation was found for this batch. The images sent by the customer were verified and it was possible to observe package empty. The potential cause for the reported incident is a fail at needle feeder system at packaging machine or operational failure at packaging machine. The operators will be notified from this complaint. The incident identified from this complaint will be monitored for trend evaluation. Needle clogged/blocked: batch history analysis (DHR), maintenance records and quality notifications were verified, and no deviation was found for this batch. The photos sent do not represent the defect in question and it is not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. Thus, it is not possible to confirm the complaint. The incident reported from this complaint will be monitored for trend assessment. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd precisionglide¿ needles experienced clogged/blocked needles. Product defects were noted during use. The following information was provided by the initial reporter: I've bought needles for carbox procedure, batch 9332246. I've bought 2 boxes, both have come with only half of the quantity. The rest of them were without the needle, only the package. And most of the needles are clogged, do not let the gas gets out. A lot of needles clogged from this same batch. The gas used is for carboxitherapy, that does not come out from the needle.